Manufacturer narrative:
The customer was able to resolve the reported error message user advisory (ua) 45 (not at "home" position after power-on/restart) by rotating the shaft to "home" position with the instruction provided by the zoll technical support in canada. The platform will not be returning to zoll (B)(4) for evaluation. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaints for autopulse sn (B)(4).

Event description:
As reported, during shift check, the autopulse platform (sn: (B)(4)) was displaying error message user advisory (ua) 45(not at "home" position after power-on/restart). The customer tried different lifeband and batteries; however, the issue persisted. No patient involvement was reported.